Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system diagnostic results revealed high impedance dcdc code 7. The patient's device was not disabled. No patient adverse events were reported. No known surgical interventions have occurred to date.